Event description:
A malfunction alarm with code malf 9 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue reappeared.